Manufacturer narrative:
(B)(4). Retainer ring = black. The pump was returned for cosmetic damage located at the bottom found on (B)(6) 2021. Pump received with a detached end cap. Pump was also received with a failed batt/battery failed alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to failed batt/battery failed alarm. During visual inspection, found j6 internal lithium connector damaged/broken off from the pcb 1. No corrosion or moisture damage found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿unable to download history files and traces using thus due to failed batt/battery failed alarm. Unable to generate power management graph due to failed batt/battery failed alarm. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a failed batt/battery failed alarm noted. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no failed batt/battery failed alarm noted. Failed batt/battery failed alarm was confirmed, suspected on pcb 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the bottom of the pump. Failed batt/battery failed alarm was confirmed, suspected on pcb 2. During visual inspection, found j6 internal lithium connector damaged/broken off from the pcb 1. Unable to download history files and traces confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and bottom plate was gone and wires were exposed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.